Manufacturer narrative:
The galileo operator manual states in chapter 9 limitations of use and warnings section: warning: it is important to keep your hands away from the pipetting area to avoid potential injury due to the moving instrument.

Event description:
Customer reports that the galileo pipettor contacted her arm. She noticed a plate jammed at the reader and lifted the hood thinking the instrument was going to stop all functions. The left pipettor arm was moving and contacted her arm.